Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 6/10/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any adverse consequence associated with the patient? Was the procedure delayed to search for the detached needle? Was additional dissection required in other organs/tissues other than the target tissue? If yes, please describe. What instruments were used to grasp the needle? Where was the needle grasped during use? What is the lot number? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a thoracoscopic mitral valve reconstruction, mitral valve tendon reconstruction, tricuspid valve reconstruction, left atrial appendage closure, epicardial electrode implantation procedure on (B)(6) 2024 and suture was used. During surgery, pull off suture needle during sewing. The bedside chest radiography was performed and indicate areas of overlapping heart shadows, and foreign body retained could not be excluded. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. D4: UDI: gtin unavailable. The full UDI is currently unavailable.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a2, a3a, d4, g1, h4. Additional information was requested, and the following was obtained: after investigation, the lot number should update to be tkbcsk. A 70-year-old female patient underwent surgery due to "mitral valve tendon rupture with severe insufficiency, tricuspid insufficiency, atrial fibrillation, heart function grade iii, hypertension and hyperlipidemia" in hospital on (B)(6) 2024. The surgeon used w8310 for tissue sewing (the specific suture tissue level and suture method were unknown) during the operation. After the completion of intraoperative sewing, a needle was found missing when the device was counted. The surgeon considered needle pull off. The patient was given bedside radiography examination to look for the needle, which suggested that the heart shadow overlapped, not excluding foreign bodies. After consultation with the patient's family, the patient's family requested that exploratory thoracotomy should not be performed for the time being, and the patient was return to the ICU safely after the completion of surgery. The patient was in stable condition currently, and no subsequent adverse event report was received. The following information was requested but unavailable: was there any adverse consequence associated with the patient? Was the procedure delayed to search for the detached needle? Was additional dissection required in other organs/tissues other than the target tissue? If yes, please describe. What instruments were used to grasp the needle? Where was the needle grasped during use?